Manufacturer narrative:
Two cassette samples were returned in used condition. One sample had a noted pump tube arched. Production personnel did not detect out of specification arch tube. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop had under delivery of medical fluid . The customer noticed there was a discrepancy between the indicated value and the actually remaining amount. No patient injury reported.